Manufacturer narrative:
Analysis of programming history.

Event description:
It was reported that a vns pt's device was found to be programmed to 0ma. Programming history was reviewed. Review of programming history confirmed that the generator was reset via burst watchdog timeout when the pt was interrogated on (B) (6) 2008. Company representative performed a successful software upgrade on the pt's generator on (B) (6) 2009. The software upgrade corrects the susceptibility of demipulse generators to be reset due to errant burst watchdog timeout declarations and thus the pt's generator should not experience further resets due to this mechanism.